Event description:
It was reported that the patient was told by the hcp that the pump needed to be replaced by 2009 as "eri (elective replacement indicator) occurred in 2008". The patient had an MRI in 2008; a motor stall was noted in 2008. The time of recovery was not reported. Per the reporter: "we believe this was from an MRI". The patient recently had neck fusion surgery about one month later, and recent surgery to explant the stimulation system. The last pump refill was in '08, at which time the hcp had a difficult time getting the drug into the pump. The patient was bruised around the pump. At about 3 weeks later, an alarm was heard, and the patient experienced a headache. The reporter did not believe that the patient experienced withdrawal. The patient was scheduled to see the hcp on three days later. The patient was concerned as to why the pump needed to be replaced after 2 years and if it may happen again with a new pump. The cause of the eri event was uncertain at the time of this report. The replacement was scheduled for about 2 months later. It was recommended that the pump be returned to the manufacturer for analysis.